Event description:
A report was received that for three weeks, the patient has been experiencing pain in her leg from turning the device stimulation off during radiation therapy. The pain was keeping the patient up at night. The patient also experiences pain all the time, even when the stimulation is turned on. The patient was treated with medication and feels better, despite still having spasms present. The patient was later admitted to the hospital because she could not walk, even indoors. The patient kept falling over and mentioned that she was still unable to sleep. The patient was discharged to go back home. The patient will be scheduled for a reprogramming session and will have physiotherapist treatments. The database analysis was performed and revealed that the ipg is functioning within normal parameters, with no apparent anomalies evident.

Manufacturer narrative:
Additional information was received that the patient has been diagnosed with shingles. It was also confirmed that the reported symptoms of the patient are not related to the ipg turning on and off, but more likely due to the weakness of her immune system caused by the cancer treatment (chemotherapy) and shingles. The patient is recovering and getting better.

Event description:
A report was received that for three weeks, the patient has been experiencing pain in her leg from turning the device stimulation off during radiation therapy. The pain was keeping the patient up at night. The patient also experiences pain all the time, even when the stimulation is turned on. The patient was treated with medication and feels better, despite still having spasms present. The patient was later admitted to the hospital because she could not walk, even indoors. The patient kept falling over and mentioned that she was still unable to sleep. The patient was discharged to go back home. The patient will be scheduled for a reprogramming session and will have physiotherapist treatments. The database analysis was performed and revealed that the ipg is functioning within normal parameters, with no apparent anomalies evident.